Event description:
It was reported that during a ureteroscopy with laser lithotripsy, after the fiber was plugged into the laser and the laser was turned to ready, there was no energy from the fiber when the pedal was pressed. There was a sound of energy escaping somewhere along the fiber. The fiber was unplugged and re-plugged but there was no improvement. It was suspected there was a break in the fiber. The procedure was completed using another fiber without patient complications.